Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cuff on the btt ruptured on the vaso view hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage but there was evidence of blood. A visual inspection determined that the silicone layer of the balloon had ruptured. Each btt undergoes a full inflation and deflation inspection prior to distribution. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action (wy-2013-94) issued for this failure mode. (B)(4).